Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cesarean section procedure, the vlocl0426 v-loc* 180 0 grn 45cm gs25x12 sutures broke at several places, leading to the patient being readmitted to the hospital. The patient required additional surgery, during which the doctor observed the suture breakage in the middle. To resolve the issue, the doctor used maxon instead of vloc.